Event description:
Patient is post-op day 4 from a c-section with excessive bleeding. J-p drain (around uterus) in patient. Patient began having low grade fevers and the obstetrics team attempted removal of the drain, the tubing snapped and the remainder of the drain remained inside the pelvis. The patient subsequently had a CT scan which showed the remaining contents of the drain as well as a small fluid collection at the base of the pelvis. The drain was ultimately removed from the patient five days later.

Manufacturer narrative:
The customer sample was not available for evaluation. The device history record (DHR) was reviewed in order to determine possible causes for the incident reported and found that all the operations were performed as per established procedures. The minimum tensile strength specification for the tubing is 750 psi. DHR of this tubing demonstrated tensile strength results of a minimum of 1017 psi in testing performed. The minimum pull test specification for this drain is 5.0 lb. DHR demonstrated pull test results of a minimum of 16.2 lb (drain/tubing junction area) and 13.8 lb (perforated area) in quality testing performed. Inspection records for the raw materials used to extrude the tubing and mold the flat section were reviewed and coa indicates that all test results are within specification limits, including tensile and tear tests. The lot number reported was manufactured on (B)(4) 2009. While this analysis cannot conclusively determine the cause for failure, the data reviewed do not lead us to believe that there was an inherent weakness in the material itself. Wound drains will perform as intended as long as they are used according to the instructions for use (IFU). "Drains or tubing should not be handled with any instruments. This can lead to tearing, warping, or weakening and subsequent breakage of the drain. To facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow, steady pressure. Excessive force may result in breakage. During placement and removal of the drain, do not nick, cut, tear or otherwise damage the drain as this may lead to breakage. Leaving the drain implanted for any period of time which allows for tissue ingrowth around the drain and into the holes, may cause breakage on removal." We will continue to monitor trends.